Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 20106516. Medical device expiration date: na. Device manufacture date: 2020-10-14. Investigation summary: no product or photo was returned by the customer. It was reported that one side of the y-site will flush but not the other side. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 20159e lot number 20106516 was performed. A lot number for the second event was not provided therefore a device history record review was not performed. The search showed that a total of 7,303 units in 1 lot number was built on 16oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed.

Event description:
It was reported that 11 ext set w/macrobore 2vps y-conn experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 20159e. Batch/ lot #: 20106516, unknown. One side of y-site will flush but not the other.